Manufacturer narrative:
B3: (B)(6) 2025 was the reported month and year of the event, but the exact day was not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and it was found that the downstream occlusion (dso) sensor pressure was out of specification. The customer's problem was replicated. The dso sensor and upstream occlusion (uso) sensor were calibrated and preventative maintenance to fix the issue.

Event description:
It was reported that the device failed downstream occlusion test. There was unknown patient involvement and no patient harm/adverse event reported.